Event description:
The physician had the intracoil stent in place, however, when he pulled the delivery system back, the coil would not release from the delivery system. The physician pulled the deployed intracoil system into the sheath and removed the whole system and then used another intracoil stent and was successful. There was no patient injury reported and no medical intervention required.